Event description:
The user facility reported a 53-year-old male presented for impella support. While the physician was removing the impella, some resistance was felt and the impella came out through the graft. The impella was removed. However, massive bleeding ensued. Graft was clamped, but bleeding continued. The patient was sedated and put under and chest re-opened. Bleeding brought under control with clamp. The physician found that there was a tear in the innominate artery about 2 cm from graft anastomosis. The physician was not sure what caused the tear during removal. Patient was stabilized. Chest closed and sent to ICU under 2 pressors.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. The following statements are found in the instructions for use in the related event: impella 5.5 & cp ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events ((B)(6)): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation into the vascular damage has been completed since the original report was filed. No benchtop analysis was possible to determine the root cause. Since the medical center did not return the impella device, the root cause of the vascular damage was not determined. The failure mode will be monitored and trended.